Event description:
The physician attempted to place a wavemax stent into the renal artery. The physician was repostioning the stent, by pulling it back into the aorta, when the stent prematurely deployed. The physician used a codis s.m.a.r.t. Control stent to crush the wavemax stent against the wall of the aorta. The procedure was successful and the patient is doing fine.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.